Manufacturer narrative:
The device is undergoing an evaluation, but has not yet been completed.

Event description:
Found during in-house testing: stress echo images not saved after abrupt shutdown.

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00092) submitted in 2016 did not go through correctly. Correction: correct the brand name of the device (see section d1), correct the date received by manufacturer (see section g4) additional information: additional event information (see section b5), update the device available for evaluation (see section d10), update the manufacturer's contact information (see section g1), update device evaluated by manufacturer (see section h3), and provide evaluation codes (see section h6). The device referenced in this report was not evaluated; therefore, the investigation of the device could not be performed.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00092) submitted in 2016 did not go through correctly. During technical product testing performed in-house, the stress echo images were not saved after an abrupt system shutdown. There was no patient involved during the study. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: the root cause for the images not being saved after abrupt shutdown was investigated. The intermittent issue can occur when the system power is lost while system is writing files to the hard drive. There are software mechanisms in place to recover stress echo images after an abupt power loss. However, in this situation, the files that are needed to recover stress echo images can be corrupted by the power loss. Without these files, the recovery is not possible. As a final solution, a mitigation to reduce the potential frequency of occurence was implemented in a new software release for the sc2000 ultrasound system. The caching of files to speed up file writing time was disabled. This reduces the risk of hard drive corruption.